Manufacturer narrative:
The event occurred in (B)(6). It was reported that the customer reported this event to (B)(4). (B)(4) obtained this information from the (B)(4). A patient needed to use a centrifugal pump for treatment on (B)(6) 2021. It was found that the rotaflow console automatically shut down after disconnecting from the ac power. The battery of the rotaflow console has no power storage capacity. The device was replaced during treatment. A getinge field service technician was onside to investigate the affected rotaflow console with s/n (B)(4) on 2021-04-05 and the reported failure "battery not hold charge" could be reproduced and the root cause could be determined as the lifetime of the battery was due. This device was produced in 2018 and it was the first original battery. The battery was not replaced by the authorized technical service every 2 years according to the instruction for use heart-lung support system rotaflow system. And furthermore, the device has not been checked before connecting to the patient by the customer. A device history review (DHR) was performed and the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Based on these investigation results the reported failure could be confirmed. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.2 / en / v13. Chapter 3.3.4: check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Chapter 5.6.1: before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonarys trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in (B)(6). It was reported that the customer reported this event to (B)(6). (B)(4) obtained this information from the (B)(4). A patient needs to use a centrifugal pump for treatment on (B)(6) 2021. It was found that the rotaflow console automatically shut down after disconnecting the ac power. The battery of the rotaflow console has no power storage capacity. The device was replaced during treatment. No indication of actual or potential for harm or death has been reported. The (B)(4) provided on 2021-04-05 that the device has not been checked before connecting to the patient. This device was produced in 2018 and is the first original battery, therefore the battery lifetime was due (the battery must be replaced by the authorized technical service every 2 years, battery was replaced with a new one). Complaint ID: (B)(4).